Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during the first inflation with the voyager, the balloon had ruptured at 14 atm. A pinhole was observed in the proximal shoulder of the balloon. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that may contribute to balloon ruptures include, but not limited to, manufacturing, materials, patient anatomy, calcification, insufficient preparation, associative device interaction or overinflation. The patient anatomy was described as mildly calcified and tortuous, which could have contributed to the reported rupture; however, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.